Event description:
Patient #1: the customer reported that about two months ago, the autopulse platform (sn (B)(6)) stopped working during patient use. The autopulse platform stopped compressions with an unknown error, which prevented the platform from continuing compressions or restarting. The customer could not recall the specific error message displayed on the platform. The crew reverted to manual CPR as they couldn't get the autopulse platform to work. As this issue occurred twice with different lifebands, the customer took the platform out of service. The patient's status information was requested, but the customer stated that the patient's outcome was unknown.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions due to an unknown error was confirmed in the archive data review but was not confirmed during functional testing. The customer reported that the same issue occurred during two patient events about two months ago. Based on the archive data, the autopulse platform was used for an active operation during two incidents on (B)(6) 2024. The first incident happened between 5:18:22 am and 5:23:03 am, and the second occurred about 4 hours later between 9:40:45 am and 9:44:57 am. During the first event, the autopulse platform stopped compressions multiple times with user advisory 17 (max motor on time exceeded during active operation). The ua17 advisory message was not replicated during functional testing at zoll. No device malfunction was found during the testing, and the autopulse platform functioned as intended. User advisory 17 is normally a clearable advisory message and is triggered when the motor is on for too long during active operation. The autopulse did not reach the target depth within the specification time. This usually is experienced when the patient is either improperly positioned on the platform or when the patient's chest is too stiff and hard to compress. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed functional testing without any fault or error. The drivetrain motor brake gap was inspected, and it was verified that the brake gap was within the specification. No malfunction was found, and the reported complaint was not replicated in subsequent functional tests. Following service, the autopulse platform passed all testing criteria.